Event description:
Reporter indicated that device diagnostic testing at office visit in 2003 resulted in high lead impedance reading (dc-dc code 7, and limit), indicating possible device malfunction. The patient indicated that they had not felt stimulation for approximately 2 weeks prior to the office visit. The patient was reportedly involved in an auto accident 2 months before, but does not recall any impact to the neck and chest area. X-rays reviewed by treating neurologist did not reveal any obvious discontinuities in the vns therapy system; however there was a kink noted in the lead. Further follow-up revealed that the patient underwent revision surgery 2 months later at which time the lead was replaced due to a break in the lead. Treating neurologist indicated that the lead was broken from the seat belt as a result of the auto accident. The patient is reportedly "doing great" following the lead replacement surgery.